Event description:
Healthcare professional reported "positive pathology report for [breast implant associated anaplastic large cell lymphoma] (bia-alcl)" and "capsule: bia-alcl". Reported biomarkers are positive for cd30 and negative for alk. Later healthcare professional reported "capsular contracture baker grade iii with waterfall deformity" and further clarified as capsular contracture baker grade IV. This record is for the left side. Device has been explanted. Patient underwent a capsulectomy.

Manufacturer narrative:
Continued e1 -- phone number: (B)(6) additional healthcare professional who could provide further information: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: bia-alcl; capsular contracture, baker grade IV. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event lymphoma - alcl is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed in pfmea-silicone filled bi and sizer assembly, smooth v3.0, and the event of biaalcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.